Manufacturer narrative:
The last calibration was done on (B)(6)-2020 and was acceptable. The qc recovery was in range on the date of event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).the investigation is ongoing.

Event description:
The initial reporter received questionable altl alanine aminotransferase results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial result was 555.4 u/l. The sample was repeated 2 times on a different c502 module. The repeated results were 18.4 u/l and 17 u/l. The repeated result of 18.4 u/l was believed to be correct. The results were reported outside of the laboratory. The reagent lot number is 468933 with an expiration date of 30-jun-2021.